Event description:
The customer reported that the tips were clear and normal when they are in their packaging but when removed and connected to the machine after some time the tips turns cloudy and cracks.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.